Event description:
It was reported that during the implant procedure, when this right ventricular (rv) lead was placed, high capture thresholds were observed. Several attempts were made to reposition this lead, but the helix mechanism could not be completely retracted on the last attempt. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was placed, high capture thresholds were observed. Several attempts were made to reposition this lead, but the helix mechanism could not be completely retracted on the last attempt. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.